Event description:
Hamilton medical ag received the following incident description: the unit is showing technical fault tf:5507.

Manufacturer narrative:
Tf5507 indicates that ventilation continues with remaining resource and when very high leakage (alarm). Sensor board pmixer sensor is defective. Sensor board was replaced.